Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial #: (B)(6) d9: no h3: no h4: mfg date: 21-aug-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the pioneer controller, a controller fault alarm occurred due to internal battery depletion. The issue was resolved with a successful controller exchange using a replacement from the site's own stock. After the controller exchange, review of log files data revealed that the ventricular assist device (vad) exhibited a motor start event with starting parameters outside of the typical range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation as the ventricular assist device (vad) remains in use and the controller was discarded. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that (B)(6) was the primary controller initially in use during the reported event. Review of the alarm log file associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 01:04:31 and at 03:29:07, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller ((B)(6)) had been in use for more than two (2) years. Review of the log files associated with (B)(6) revealed controller power-up events logged on (B)(6) 2025 at 15:52:52 and 16:21:01. Analysis of the event log file revealed that various settings, including the date, patient ID, and pump ID, were programmed between the power-up events; additionally, prior to the first power-up event, the controller last had power on (B)(6) 2024, indicating that the power-up events occurred during the reported controller exchange. A vad disconnect alarm was logged at 16:21:09, indicating that the controller was initially powered up without the driveline connected. Log file analysis then revealed a motor start event recorded on (B)(6) 2025 at 16:21:19 in which the motor start parameters were atypical. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.